Manufacturer narrative:
Additional information has been requested. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high, out of range pacing impedance measurements associated with the left ventricular (lv) lead and another manufacturer's right atrial (ra) lead. The pacing thresholds had increased. The patient was in chronic atrial fibrillation (af). Boston scientific technical services (ts) discussed further evaluation options. There has been no intervention. No adverse patient effects were reported. The system remains in service.